Manufacturer narrative:
Product event summary #analysis information -- 2016-07-13 20:45:42 cst pli# 10 product ID# 5076-58 the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Right ventricular (rv) lead oversensing observed in electrocardiograms on save to disk. The rv lead set to unipolar. Impedance trend within range.

Event description:
It was reported that the patient's right ventricular (rv) lead had low impedance, a polarity switch, oversensing and noise. The result of the holter electrocardiogram (ECG) showed cardiac arrest for thirteen seconds. The clinic attempted to reproduce the oversensing but failed. At a later date the ECG showed a four second pause. The patient's lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.